Event description:
The customer reported that the system would not cease to perform fluoroscopy when the foot switch was released outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and the generator interface board and the fluoro functions board were replaced. The power supply was verified. The system was tested and found to be working as intended and put back into service.